Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses using a gore® introducer sheath with silicone pinch valve (ts2230/7612432). The procedure was concluded without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 52mm, and endoleaks and other adverse events had not been revealed. On (B)(6) 2010, the patient developed access-site infection. A drainage was performed to treat the infection. On (B)(6) 2010, in six-month follow-up study, the access-site infection had been resolved. Endoleaks had not been present, either. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter had shrunk to 47mm. Endoleaks and other adverse events had not been revealed. Later in two more follow-up studies, aneurysm diameter had further shrunk to 42mm. No adverse events had been revealed to the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.